Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2018. The rep stated that the cause of the undesired stimulation, pain, and shaking was not determined. The actions taken to resolve the undesired stimulation, pain, and shaking included reprogramming. The patient¿s weight at the time of the event was unknown. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that when the patient changed groups, they began to feel shaky and had pain in their chest and arms. The patient turned the device off and it was beginning to improve. The rep mentioned that the patient had undesired stimulation. The patient was scheduled to meet with the rep on (B)(6) 2018. No further complications were reported. Follow up was conducted.